Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump needed maintenance; the zero button would not work and was alarming. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 11july2022 via email and attached to complaint object: event occurred before infusion, date of event provided (02 june 2022), reported event did not occurred during patient use, issue did not cause or contribute to patient clinical injury, infusion was not life sustaining, no medical intervention was required, no concomitant products of therapy dates provided.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had both tamper seals removed, non-OEM (original equipment manufacturer) tamper seal found in the device, non-OEM (original equipment manufacturer) top case found, missing plunger tube seal and cracked plunger case found, visible contamination by the "l" bracket pole clamp and by the plunger head. The customer stated problem was duplicated. Replaced top case with the key pad. Performed power up and self test process. The cause of the reported problem was traced to customer improper assembly of the device, third party components were installed. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500. H4: correction: device manufacturing date: 22-feb-2012.